Manufacturer narrative:
E1: name- (B)(6). Street-(B)(6). City- (B)(6). State- (B)(6). Zip code- (B)(6). Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set tubing detachment on (B)(6) 2026.